Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. Then when the customer attempted to load a new cartridge onto the pump, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported blood glucose level was 529 mg/dl. The customer confirmed a correction bolus would be delivered via manual injections. It was confirmed that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
Fill estimate issue- unable to confirm the reported issue.